Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for hub and collar components with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles experienced hub separation from the device leaving the needle exposed prior to use. The following information was provided by the initial reporter: the needle shield was detached. Hub/collar separation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® eclipse¿ blood collection needles experienced hub separation from the device leaving the needle exposed prior to use. The following information was provided by the initial reporter: the needle shield was detached. Hub/collar separation.